Manufacturer narrative:
On (B)(6) 2021, the patient attended a follow-up visit with the implanting clinician. During this visit, the implanting clinician decided to incise near the stimulator's distal end to clear out the tissue that had started to push the end of the stimulator to the surface of the patient's skin. No signs of infection were present. The tissue was removed, and the knot at the end of the stimulator was trimmed and removed. The stimulator's remaining tail was buried into deeper tissue, and the cleaned wound was sutured closed. Implanting clinician chose this approach because the implanting clinician felt it was best for the patient. After all, the patient was still getting good therapeutic relief. There was no evidence of infection, and the patient was not a good candidate for explant surgery. The implanting clinician referred the patient to wound care. The clinical representative mentioned that during the implant procedure, the instructions for use was not thoroughly followed since the implanting clinician did not create a coil. Instead, the stimulator was tied in a knot and trimmed, then placed in a pocket adjacent to the incision. A review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lots swo191024 and swo190414, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion is unknown/no problem found, but may be attributed to not following the suturing technique followed in the IFU or poor patient selection. Design fmea for stimq (B)(4) and hra for stimq (B)(4) was reviewed and erosion is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required. Stimwave's global device erosion rate: (B)(4).

Event description:
On (B)(6) 2021, the clinical representative was contacted by the implanting clinician to ask the clinical representative to be present at a follow-up appointment for a patient implanted on (B)(6) 2019. The implanting clinician disclosed that the patient had been in the hospital for 3.5 months for bilateral leg circulation issues and had developed a scab over her previously healed inferior genicular implant.